Manufacturer narrative:
Device passed the displacement test. Device received with intermittently unresponsive keypad at the "down" and "center" button. Intermittently unresponsive keypad isolated the insulin pump casing/keypad. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down button of her insulin pump was not working. The customer¿s blood glucose level was 117 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.